Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unable to performed functional test due to display anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer cannot properly see the screen of the device. The customer's blood glucose level was 56 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.